Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v762718, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had a surgery on (B)(6) 2017. The lack of communication was due to a weakness of battery and one of the lead wires were broken in half. To resolve the issues, they replaced the battery and lead was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# v762718, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The circumstances that led to the broken lead wire were not determined. The replacement battery and lead resolved the communication issues somewhat. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported poor communication on two of patient programmers (pp) and were not communicating with implantable device. Placed antenna pp directly over ins, on skin, unplug antenna, patient moved from any source of potential emi, tried to shut off any unnecessary equipment and shield the pp using metal pan, no success was noted with all the troubleshooting. No further patient complications have been reported as a result of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.